Manufacturer narrative:
This is a correction report to change the reporting reason from adverse event to product problem. Adverse event was incorrectly selected as the reporting reason in the last report. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for metal stent placement in the distal bile duct. There was no specific tortuosity observed in the patient anatomy. Before the procedure, the rep had indirectly requested the user to check the directional button to be fully pressed when he would deploy the stent. After inserting the delivery system over another manufacturer¿s 0.035 inch wire guide, the user adjusted the position of the delivery system to cover the stenosed site, then started deploying the stent. Though the user felt slight resistance at the beginning of stent deployment, he became able to squeeze the trigger with no problem after that. When stent point-of-no-return was passed, the safety wire was removed. After that, resistance when squeezing the trigger gradually increased and finally the trigger became unable to be squeezed at a certain point. Then, he found that a metal bar was protruding from the lumen where the safety wire was previously inserted. Since approximately 70% of the stent was already deployed and recapturing the stent was impossible, the user attempted to deploy the stent with pushing back the metal bar into the lumen. The stent could be deployed slowly and placed in the target site, so the procedure was finished. There have been no adverse effects to the patient reported. Updated on 19/nov/2019, (B)(6): the device was used for metal stent placement in the distal bile duct. There was no specific tortuosity observed in the patient anatomy. Before the procedure, the rep had indirectly requested the user to check the directional button to be fully pressed when he would deploy the stent. After inserting the delivery system over another manufacturer¿s 0.035 inch wire guide, the user adjusted the position of the delivery system to cover the stenosed site, then started deploying the stent. Though the user felt slight resistance at the beginning of stent deployment, he became able to squeeze the trigger with no problem after that. When stent point-of-no-return was passed, the safety wire was removed. Approximately 70~80% of the stent was already deployed at that time. (The user recognised that the outer catheter radiopaque marker was not aligned with the second inner catheter radiopaque marker at the point when stent point-of-no-return was passed.) Resistance continued when the user kept squeezing the trigger for stent deployment, then he became unable to squeeze the trigger when the indicator reached to the end of the handle. Then, he found that a metal bar was protruding from the lumen where the safety wire was previously inserted. The stent was slightly recaptured after the directional button was pressed back, and the stent could be released somehow with both pushing back the metal bar into the lumen and squeezing the trigger several times. The stent was placed in the target site, so the procedure was finished. There have been no adverse effects to the patient reported.

Event description:
The device was used for metal stent placement in the distal bile duct. There was no specific tortuosity observed in the patient anatomy. Before the procedure, the rep had indirectly requested the user to check the directional button to be fully pressed when he would deploy the stent. After inserting the delivery system over another manufacturer¿s 0.035inch wire guide, the user adjusted the position of the delivery system to cover the stenosed site, then started deploying the stent. Though the user felt slight resistance at the beginning of stent deployment, he became able to squeeze the trigger with no problem after that. When stent point-of-no-return was passed, the safety wire was removed. After that, resistance when squeezing the trigger gradually increased and finally the trigger became unable to be squeezed at a certain point. Then, he found that a metal bar was protruding from the lumen where the safety wire was previously inserted. Since approximately 70% of the stent was already deployed and recapturing the stent was impossible, the user attempted to deploy the stent with pushing back the metal bar into the lumen. The stent could be deployed slowly and placed in the target site, so the procedure was finished. There have been no adverse effects to the patient reported. <updated on 19/nov/2019, ya@cj> the device was used for metal stent placement in the distal bile duct. There was no specific tortuosity observed in the patient anatomy. Before the procedure, the rep had indirectly requested the user to check the directional button to be fully pressed when he would deploy the stent. After inserting the delivery system over another manufacturer¿s 0.035inch wire guide, the user adjusted the position of the delivery system to cover the stenosed site, then started deploying the stent. Though the user felt slight resistance at the beginning of stent deployment, he became able to squeeze the trigger with no problem after that. When stent point-of-no-return was passed, the safety wire was removed. Approximately 70~80% of the stent was already deployed at that time. (The user recognised that the outer catheter radiopaque marker was not aligned with the second inner catheter radiopaque marker at the point when stent point-of-no-return was passed.) Resistance continued when the user kept squeezing the trigger for stent deployment, then he became unable to squeeze the trigger when the indicator reached to the end of the handle. Then, he found that a metal bar was protruding from the lumen where the safety wire was previously inserted. The stent was slightly recaptured after the directional button was pressed back, and the stent could be released somehow with both pushing back the metal bar into the lumen and squeezing the trigger several times. The stent was placed in the target site, so the procedure was finished. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b device of lot number c1548276 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2019. The returned device lab findings and observations can be referred through the attached files. Handle cannula to filler cannula joint was found to be broken. Handle was actuating file. Stent was not returned. Filler cannula was sticking out. Handle was opened and joint failure was found between handle cannula and filler cannula. Evidence of glue observed. Documents review including IFU review: prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-4-b device of lot number c1548276 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1548276; upon review of complaints this failure mode has not occurred previously with this lot c1548276. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062- 5. Image review: n/a root cause review: a definitive root cause was determined, incorrect glue was used to glue the filler cannula to the handle cannula. Nc19-048 will capture any actions required to be closed out. It may be noted that the filler cannula to the handle cannula contributed to the marked issue encountered during deployment. From engineering input provided: "from the description of the failure below, I¿m pretty sure the tapered cannula to flared cannula broke during deployment at the start when the felt the high resistance. (Not sure if there was something about the procedure that actually caused this to happen). The inner cannula moves during stent deployment and butts up against the red hub on the safety wire, allowing you to deploy the stent up to the point of no return as described. When the red hub is removed the tapered cannula exits the handle as described. You can deploy the stent fully by pushing the tapered cannula back into the handle as described to fully deploy the stent. Summary: according to the initial reporter, there have been no adverse effects to the patient reported. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for metal stent placement in the distal bile duct. There was no specific tortuosity observed in the patient anatomy. Before the procedure, the rep had indirectly requested the user to check the directional button to be fully pressed when he would deploy the stent. After inserting the delivery system over another manufacturer¿s 0.035inch wire guide, the user adjusted the position of the delivery system to cover the stenosed site, then started deploying the stent. Though the user felt slight resistance at the beginning of stent deployment, he became able to squeeze the trigger with no problem after that. When stent point-of-no-return was passed, the safety wire was removed. After that, resistance when squeezing the trigger gradually increased and finally the trigger became unable to be squeezed at a certain point. Then, he found that a metal bar was protruding from the lumen where the safety wire was previously inserted. Since approximately 70% of the stent was already deployed and recapturing the stent was impossible, the user attempted to deploy the stent with pushing back the metal bar into the lumen. The stent could be deployed slowly and placed in the target site, so the procedure was finished. There have been no adverse effects to the patient reported. <updated on 19/nov/2019, (B)(4)> the device was used for metal stent placement in the distal bile duct. There was no specific tortuosity observed in the patient anatomy. Before the procedure, the rep had indirectly requested the user to check the directional button to be fully pressed when he would deploy the stent. After inserting the delivery system over another manufacturer¿s 0.035inch wire guide, the user adjusted the position of the delivery system to cover the stenosed site, then started deploying the stent. Though the user felt slight resistance at the beginning of stent deployment, he became able to squeeze the trigger with no problem after that. When stent point-of-no-return was passed, the safety wire was removed. Approximately 70~80% of the stent was already deployed at that time. (The user recognised that the outer catheter radiopaque marker was not aligned with the second inner catheter radiopaque marker at the point when stent point-of-no-return was passed.) Resistance continued when the user kept squeezing the trigger for stent deployment, then he became unable to squeeze the trigger when the indicator reached to the end of the handle. Then, he found that a metal bar was protruding from the lumen where the safety wire was previously inserted. The stent was slightly recaptured after the directional button was pressed back, and the stent could be released somehow with both pushing back the metal bar into the lumen and squeezing the trigger several times. The stent was placed in the target site, so the procedure was finished. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for metal stent placement in the distal bile duct. There was no specific tortuosity observed in the patient anatomy. Before the procedure, the rep had indirectly requested the user to check the directional button to be fully pressed when he would deploy the stent. After inserting the delivery system over another manufacturer¿s 0.035inch wire guide, the user adjusted the position of the delivery system to cover the stenosed site, then started deploying the stent. Though the user felt slight resistance at the beginning of stent deployment, he became able to squeeze the trigger with no problem after that. When stent point-of-no-return was passed, the safety wire was removed. After that, resistance when sqeezing the trigger gradually increased and finally the trigger became unable to be sqeezed at a certain point. Then, he found that a metal bar was protruding from the lumen where the safety wire was previously inserted. Since approximately 70% of the stent was already deployed and recapturing the stent was impossible, the user attempted to deploy the stent with pushing back the metal bar into the lumen. The stent could be deployed slowly and placed in the target site, so the procedure was finished. There have been no adverse effects to the patient reported. <updated on 19/nov/2019, ya@cj> the device was used for metal stent placement in the distal bile duct. There was no specific tortuosity observed in the patient anatomy. Before the procedure, the rep had indirectly requested the user to check the directional button to be fully pressed when he would deploy the stent. After inserting the delivery system over another manufacturer¿s 0.035inch wire guide, the user adjusted the position of the delivery system to cover the stenosed site, then started deploying the stent. Though the user felt slight resistance at the beginning of stent deployment, he became able to squeeze the trigger with no problem after that. When stent point-of-no-return was passed, the safety wire was removed. Approximately 70~80% of the stent was already deployed at that time. (The user recognised that the outer catheter radiopaque marker was not aligned with the second inner catheter radiopaque marker at the point when stent point-of-no-return was passed.) Resistance continued when the user kept squeezing the trigger for stent deployment, then he became unable to squeeze the trigger when the indicator reached to the end of the handle. Then, he found that a metal bar was protruding from the lumen where the safety wire was previously inserted. The stent was slightly recaptured after the directional button was pressed back, and the stent could be released somehow with both pushing back the metal bar into the lumen and squeezing the trigger several times. The stent was placed in the target site, so the procedure was finished. There have been no adverse effects to the patient reported. Lab evaluation completed on 02-dec-2019: handle cannula to filler cannula joint failure observed. This removes 'safety wire breakage' precedence and now updated to include 'cannula to cannula joint failure' precedence. File is still reportable under the cannula precedence. However this is to be confirmed as investigation results and conclusions are still pending FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿ cannula to cannula joint failure' . No adverse effects to the patient have been reported as occurring.